Event description:
It was reported by the stryker representative that one week after implanting the recon plate and mandible screws, the patient had a fractured condyle and ramus. The patient was reassessed and and it was found that two of the implanted screws were missing from the plate. A revision surgery was performed and the screws were located, the fracture was fixated with the plates and screws.

Manufacturer narrative:
Update: h6 the reported event could not be confirmed as the devices were not returned for investigation, and no images were available for review. Multiple requests for additional information yielded no response. The risk assessment identified several possible root causes for screw loosening: excessive forces applied by the patient, delayed healing or poor bone condition, inadequate patient instructions from the healthcare provider, unstable fixation by the healthcare provider, implants not withstanding load, or screw loosening due to saw vibration. Statistical evaluation shows no indication of a systematic issue related to design, material, or manufacturing. If further information or the product becomes available, the investigation will be re-evaluated.

Event description:
It was reported by the stryker representative that one week after implanting the recon plate and mandible screws, the patient had a fractured condyle and ramus. The patient was reassessed and and it was found that two of the implanted screws were missing from the plate. A revision surgery was performed and the screws were located, the fracture was fixated with the plates and screws.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.